Manufacturer narrative:
(B)(6). The device was manufactured february 15, 2017 - february 17, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a pool of liquid in the bag that contained the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into its overpouch. The device had been filled with 8000mg flucloxacillin in 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.